Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated the battery was hot when it was removed. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/12/2013.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, there is visible moisture in the display. The pump would not power on and investigational testing could not be completed. A leak test revealed a crack in the case. The pump was opened for inspection and revealed internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.